Manufacturer narrative:
Block d2b: additional pro code: qon block d10: model number/catalog number: 1201 serial number: (B)(6). Batch/lot number: al10016214 model/catalog description: 1201 unique identifier (UDI) #: (B)(4). Block g4: additional premarket / 510 (k): p190006 the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, device was discarded. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of allergic reaction and irritation (other than stimulation related pain) was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient with the neurostimulator underwent an explant due to the device hurting the patient's immune system. The patient has been very sensitive to pills. The physician is not sure if the patient is allergic to titanium. The device affected the nervous system on the right side. The patient has had brain fog since the anesthesia from explant surgery.